Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/10/2017 with the following findings: a review of the pump¿s black box data showed no evidence of power interruptions. The last basal delivery of insulin was on (B)(6) 2016 prior a low battery warning. During visual inspection of the pump, it was observed that the battery compartment had two cracks and there was moisture in the battery canister. A leak test was performed and failed due to crack in the battery compartment. It was also observed that the threads of the returned battery cap were stripped, the cap was stuck to the pump and it was unable to fit the pump and an maintain electrical connection which lead to reboots. The issue of pump reboots was duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it. There were no pump reboots duplicated during this time with the test battery cap. The pump cover was removed and there was no evidence of internal moisture or damage to the printed circuit board (pcb).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and intermittent power in the pump. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.